Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date (h4). Updated fields: h2, h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle has foreign objects. There was no patient involvement.